Event description:
Reportedly this device seemed to have plastic bits disintigrate right at the joint during rinse the nurse was able to retrieve broken pieces.

Manufacturer narrative:
Device not returned.